Manufacturer narrative:
At this time, the lead is not expected to be returned. Should additional information become available, or if the lead is returned and analyzed, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing, and there was a conductor fracture. This ra lead was explanted and replaced. No additional adverse patient effects were reported.